Event description:
It was reported the bronchovideoscope image was not appearing. The event occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated; b5, d8, e1, g3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connecting tube has coating peeling. (1mm2 or more). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image not appearing was due to corrosion on el-connector. Olympus will continue to monitor field performance for this device.